Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital yesterday. The patient became septic and started getting tremors after the surgery. It was unknown whether surgical intervention was planned at the time of the report. No further complications were reported.